Event description:
It was reported that patient underwent a reverse total shoulder arthroplasty on (B)(6) 2014. During the procedure, the top of a screw fractured while utilizing the hex driver. The screw was removed from the patient and a new screw and hex driver were utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." Examination of returned device found no evidence of product non-conformance. During the evaluation, the root cause of the event was determined to be due to either excessive torque or not fully engaging the driver in the screw.